Manufacturer narrative:
Batch review performed on 30 jul 2025. Lot 2424253: (B)(4) items manufactured and released on 16-dec-2024. Expiration date: 2029-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director. A few days after primary tka, the tibial bone gives way laterally and the baseplate subsides. According to the reported surgeon's comment, too small a baseplate was used, and the poor bone quality did not allow the construct to hold: we concur to this interpretation. A larger size was used at revision surgery and better cortical support was then achieved. No product defect originated this repetition of surgery. Conclusions: suboptimal size selection at the primary surgery and patient poor bone quality are likely the primary factors of this event. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 2 weeks from the primary, the patient came in due to pain that was identified by the surgeon to be caused by a collapsed tibia. Patient's bone quality was poor and tibial tray undersized implanted in primary. The surgeon upsized the insert and tibial baseplate to prevent repeat complications. The surgery was completed successfully.